Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted an isi technical support engineer (tse) and reported that when pressing the instrument clutch button on universal surgical manipulator (usm) 2, the usm would droop and drift toward usm 1, which was demonstrated and compared to other usms that did not exhibit the issue. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis replicated/confirmed the customer reported complaint regarding reported drifts toward arm one. In logs, the 23137 error was found indicating pot to encoder fault on the universal surgical manipulator (usm) yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the backdrive test produced yaw drifting and the 23008 error was triggered indicating pot to encoder fault on the yaw axis, replicating the reported event. The usm was then installed onto a patient fixture test platform (pftp) where sensors check was found to be failing on the yaw axis. The 23008 error was triggered during the sine cycle test and the friction speed low test and the usm became frozen on the yaw axis. Once testing was completed, the yaw searchlight printed circuit assembly (pca) and flat flex cable (ffc) were applied behavioral analysis (aba) tested and verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the yaw searchlight pca and ffc were found to be the root cause of the reported event. The probable root cause is due to a faulty yaw searchlight pca and ffc within the usm.